Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The repair could not be verified. A non-medtronic service provider returned the single board computer (sbc) printed circuit board (pcb). A service engineer evaluated the pcb and verified the reported complaint. When the pcb was placed into a test ventilator the display froze at the six picture screen. The reported event was duplicated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use a ventilator display froze at the six images screen. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.